Event description:
Customer reported that the display on the insulin pump stopped working after falling into the river. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with blank display due to the corroded electronic and motor assemblies. The device also was received with cracked case at the display window corners, minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.